Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation secondary findings was observed. The device's downloaded logs were reviewed by the technician. There was no error code found. ¿ ¿ dust-like contamination at the air inlet of the blower box, on the blower box, on the bottom enclosure. ¿ potential mineral deposits on the bottom of the blower (indicative of water ingress). ¿ black contamination, consistent with keratin, at the air outlet of the blower box ¿ pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation result code and conclusion code has been updated.